Event description:
It was reported to medtronic minimed that the customer experienced critical pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported critical pump error 24. Error table indicated that pump should be replaced due to recurrence of error or pump failed self test. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit p-cap / test reservoir locked properly in place. The pump powered up properly after battery installation. The pump passed the displacement test, rewind test and self test. No unexpected pump error 24 noted during testing. Successfully downloaded history files and traces using thump software. Power failure alarm (24) was found in history file on 10/27/2024 02:25:00.000 due to moisture damage on electronic assembly. The pump was cut open and traces of moisture on electronic assembly and battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged pump error 24 confirmed. Exposed to moisture noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.